Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, distal pancreatectomy was changed to a bypass procedure the devices were taken to the surgical field and was fired on nothing. The screen of the handle was in ready state without problems, however, when the firing was performed, at the time when the knife advanced to the tip, a loud crack sound was heard and the tip was articulated. After that, it seemed that even when pressing the up button, the knife did not return, and only the adapter shaft returned. A powered approach was done and a manual adapter tool was used, but the jaws did not open. The cartridge was forcibly tried to be disconnected by using the unload button. The adapter was disconnected from the cartridge halfway and got into a status that it was not disconnected completely. There was no patient involvement.

Manufacturer narrative:
Additional information: g4, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found that the instrument's adapter was broken. The reload was clamped, articulated, and came attached to the received adapter but could not be unloaded. The I-beam was at the 0 cm cut line and could not be retracted manually. Functional testing noted that the unit was dissembled and all components were present and in proper orientation. The device was fully fired with the buttress still in the jaws and both distal and proximal sutures cut. The buttress was removed and inspected with all staples fired and all had proper staple formation. It was extremely difficult to retract the knife so pliers were used to grip the knife laminates and retract the knife bar. It was reported that the device was difficult to unload, the jaws of the reload did not open at all, and there was resistance while attempting to retract the knife after firing the device. The reported issues were confirmed. The most likely cause could not be established from the information available. Potentially firing or manipulating the reload can cause the knife laminates to bend excessively making it hard to retract. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.